Manufacturer narrative:
Investigation underway.

Event description:
It was reported the retaining post does not meet specification. There was patient involvement; however, no adverse consequences were reported.